Event description:
It was reported via a comment in a journal article titled "concertina effect: a new complication with modern des" that stent damage post deployment occurred. The physician was treating a very calcified obtuse marginal branch of the left circumflex which took a z shaped route through the vessel. In attempting to place an ion drug eluting stent into the obtuse marginal, the stent "accordioned" in on itself and became entrapped. He used a guide-liner to un-entrap the accordioned stent and retrieve it. The physician placed a non bsc stent with difficulty to treat the accordianed stent but without complication.

Manufacturer narrative:
Device is a combination product. (B)(4). "Concertina effect": a new complication with modern des. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).